Event description:
It was reported that a user wearing a freestyle libre 3 plus sensor experienced an alert that dosing would stop soon, after which the ilet could not connect to the cgm and the user could not rescan to restart the sensor, with no sensor failure alert observed; the case involved pairing failure and the call was transferred to the cgm partner for replacement. Symptoms included interruption of automated insulin dosing. Outcomes included cessation of dosing and reliance on partner support for cgm replacement. Investigation included remote troubleshooting and education, including attempted rescanning and assessment of sensor status prior to transfer. Investigation of this case revealed a cgm pairing failure that required a new sensor, with no evidence of a sensor hardware failure on the device screen and no ilet pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was cgm connectivity failure leading to dosing stop.